Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed and squirted out insulin during the manual prime. The blood glucose reading was 164 mg/dl. The insulin pump had not been dropped or bumped prior to the alarm and the drive support cap appeared normal. The customer had not pressed on the drive support cap while connected to the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to faulty force sensor resistor also, unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to a33 alarm. The motor functioned properly and no anomaly noted. The insulin pump was received with normal operating currents and passed self-test and a21 error test. The insulin pump had minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.